Manufacturer narrative:
B3 - date of event: the event date was not reported and has been estimated based on the date of awareness. Follow-up was attempted; however, the patient-related fields in section a were unknown, unavailable, or not provided. The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the device was difficult to remove. A carotid wallstent (cws) was selected for a carotid artery stenting (cas) procedure. The treated lesion site was located in the internal carotid artery. Resistance was encountered when removing the delivery system. No patient harm was reported.